Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported outpatient infusion unit opened a brand-new sterile port kit and found a hair in the kit as soon as it was opened. We were unable to use this kit due to its compromised sterility.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of foreign material is confirmed; however, the root cause could not be determined. Two photographs of packaging for a 20ga x 0.75¿ powerloc max infusion set port access kit were returned for evaluation. An initial visual observation of one of the photographs showed an opened blue drape with the products neatly stacked on the drape. What appeared to be a hair was observed on the paper side of the infusion set pouch. While a foreign object was observed in the returned photograph, exactly how or when the object entered the kit could not be determined. This complaint will be recorded for future trending and monitoring purposes.